Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during the patients ipg replacement the patients lead was pulled out and had to be replaced. Therapy restored. Related manufacturer reference number: (B)(4).